Manufacturer narrative:
The device was not returned for evaluation. The device was in a covid19 unit and cannot be returned. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there was no patient injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use with this dpt with vamp, the system disconnected at the connection to the reservoir. Minor blood leakage occurred and the system was closed by shut off valve. The vamp was replaced with another one to continue the case. There is no patient harm reported. Patient demographics was requested but is unavailable.